Event description:
It was reported that during the pre-use check, leakage of air from the air cushion was observed. No patient injury reported.

Manufacturer narrative:
Date of event: month and year of event have been provided, day is unknown. UDI section, expiration date and manufacture date are unknown, information is not available based on reported lot number. PMA/510k is blank, device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Observation of the sample confirmed the tear and inflation issue with the mask cushion not able to hold pressure. Supplier investigation states that the devices are all leak checked prior to leaving the manufacturing site. Additionally, upon examining the photos returned for investigation, there is a tear in the plastic that matches the rip in the device as if the box was opened with a sharp edge. Due to this, root cause traced to user. Supplier device history review shows no non-conformities of reported issue.